Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The caller stated that the customer has been having bent cannulas due to the adhesive patch sticking to the inside wall of the insertion device. The caller stated that he has eliminated the bent cannulas by trimming the adhesive patch to fit the insertion device. The caller also stated that there seems to be too much play once the infusion set is inserted into the insertion device. Advised the caller that the insertion device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.